Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be established, the investigation indicates that damage on the biopsy channel, together with a failed suction function, were likely the most probable factors leading to compression of the working channel and the inability to advance the clip at the distal end. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited working channel is compressed and the clip cannot be pushed out at the distal end. The issue was identified at the time of gastroscopy therapeutic procedure while the device was inside of the patient. The procedure was completed using the same device after a procedural delay. There were no reports of patient harm.